Event description:
It was reported that suture placement in the right common femoral vein was done with two prostyle devices using the pre-close technique prior to an interventional leadless pacemaker procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a large-bore sheath and the pacemaker procedure was completed. Reportedly, prior to knot advancement, both of the pre-placed prostyle sutures broke when strongly pulled/tensioned. A z-suture was used with manual compression to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing non-conformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.